Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alert. Customer's blood glucose level was 153 mg/dl. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the insulin pump. Customer advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarms are confirmed in pump history file due to a broken trace at keypad assembly.